Event description:
Patient was disconnected from the wall blood pressure monitor patient stated her left upper arm was itching. Two hives were identified on her left inner arm, pink and raised, smaller than dimes. Patient was not in distress and didn't scratch them but she was aware of them.